Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined that the motor speed was unstable and the machined head was damaged. The motor and machined head were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the motor head operation was faulty. There was no harm or delay reported. At product evaluation investigation the motor speed was unstable. No adverse events were reported as a result of this malfunction. No additional event information available.